Manufacturer narrative:
The agent reported, the patient had an infection and was dislocated. Female complaint has been evaluated and is similar to report number 1644408-2019-00339; 509-02-036, s803 - dislocation, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection / dislocation.